Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event. Three (3) good faith efforts were made to retrieve the device without success. The current user manual, um0101-00 rev.f aquabeam robotic system user manual, states the following: table 5: system detected errors and faults. E05 - console error. Release foot pedal and replace handpiece. Then turn off and turn on console. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 23c01480 was performed, which confirmed that there were no nonconformances, failures, discrepancies,or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the second treatment pass an "e05 - motorpack error" message was generated by the aquabeam robotic system. As a result, the treating surgeon proceeded to abort the aquablation procedure and continued with the focal bladder neck resection portion of the surgery. The surgeon made this decision to avoid the need for a new handpiece, realignment, and planning, considering it a more efficient approach to continue with a loop. There were no adverse health consequences to the patient due to this event.